Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the right coronary artery. A 3.00 x 8 mm synergy¿ drug-eluting stent advanced with the support of a 145 guidezilla¿ extension catheter. However, upon advancing, the synergy¿ stent was dislodged from the balloon within the guidezilla¿ and the stent was damaged. The stent was removed with the guidezilla¿ and the procedure was completed with a different device. No patient complications were reported.